Event description:
It was reported that the patient sustained pad burns. The patient was underwent radiofrequency ablation (rfa) with a rf3000 radiofrequency generator. Upon follow up one month post procedure, bilateral burns to the skin at the site of the grounding pads on the patient's legs were observed. The burns were treated "conservatively" and it was noted that no intervention was required. There were no further patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).